Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the avea ventilator, it was alarming extended high ppeak, circuit occlusion and not delivering volumes while on a patient. The customer stated the ventilator was removed from the patient with no harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the gas delivery engine (gde) required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.